Event description:
11 yr old female with medical history of pulmonary atresia. Ventricular septal defect. Pulmonary stenosis and insufficiency s/p blalock-tausing shunt: s/p right ventricular outflow tract reconstruction using 20 mm aortic homograft and ventricular septal defect patch repair using pulmonary artery homograft on 2/17/89 required explant (pulmonary valve replacement and left pulmonary artery reconstruction) on 11/19/96 due to pulmonary stenosis and insufficiency. Site did not assess relationship to homograft.